Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. This section also outlines all pump parameters, including pump power, flow, and pulsatility index (pi). Section 6, "patient care and management," outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The report of suspected thrombus could not be confirmed through this evaluation as no product was returned for investigation. The account reported a sudden pump stop and speed reduction. Pump thrombus was suspected due to elevated power consumption of over 10 watts. The patient ultimately underwent a pump exchange on (B)(6) 2021. Due to privacy restrictions, further information regarding the event is unable to be provided. (B)(6) was not returned for investigation. The submitted log file captured multiple low speed and pump stop events starting on (B)(6) 2021. Elevated power with decreased average pulsatility index (pi) values was observed during these events. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similarly reported events, these findings could be indicative of thrombus within the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Pump thrombosis was confirmed. Thrombosis was the reason for the patient's pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator informed field clinical specialist about a pump stop, low flows, and a reduction in pump speed. The vad coordinator provided the patient's log files for further analysis. The pump was also operating at a high power consumption (>10 watts), which led the vad coordinator to assume pump thrombosis near the bearings of the impeller may be occurring. A short to shield was ruled out as the patient was on battery power at the time of the event. In response to the events the vad coordinator was asked to check the status of use of both of the patient's controllers, obtain a computed tomography (CT) scan of the patient's driveline, determine if the patient's pump stop was reproducible by certain driveline movements, investigate for hemolysis parameters in the patient's blood, have an echocardiogram performed to check left and right heart function, and to check older log files to identify the time window when the power consumption began to rise. The patient then underwent a pump exchange on (B)(6) 2021.